Event description:
The customer reported falsely depressed architect total bilirubin2 results on a patient sample. Results were reported to medical provider. The following data was provided.(B)(6), 7 days old male; historical result around 21 mg/dl, current result from serum sample = 1.10 mg/dl, repeat results with edta sample =18 mg/dl, repeat results (new sample) = 20 mg/dl.initial serum sample had flags for icterus 4+, hemolysis 3+, and even lipemia 1+.the customer reference range: 1.5¿12.0 mg/dl.no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Review of tracking and trending data by list number and by complaint lot did not identify any trends. Review of the corrective and preventive actions system did not identify any issues associated with the customer¿s observation. In house accuracy testing was performed to evaluate assay performance using retained samples of architect total bilirubin2 reagent lot 74022ud00, however, during the testing report review by, it was identified that ref-(B)(4) control was not run during accuracy testing per the stp to assess the accuracy of the assay within the neonatal reference interval. Therefore, the testing report is invalid to address the customer issue. All validity and acceptance criteria were met indicating that the product is performing as expected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect total bilirubin2 reagent lot 74022ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely depressed architect total bilirubin2 results on a patient sample. Results were reported to medical provider. The following data was provided. Sid (B)(4), 7 days old male; historical result around 21 mg/dl, current result from serum sample = 1.10 mg/dl, repeat results with edta sample =18 mg/dl, repeat results (new sample) = 20 mg/dl. The customer reference range: 1.5¿12.0 mg/dl no impact to patient management was reported.